Event description:
Product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The battery, 2.943 volts, showed intensified follow-up indicator = no. 56.427% of the battery had been consumed. There were no performance, or any other type of adverse conditions found with the pulse generator. No further relevant information has been received to date.

Event description:
The patient's generator was replaced. The explanted generator was received for analysis but product analysis has not been completed to date. No further relevant information has been received to date.

Event description:
It was reported that the vns battery was at 25-50% and the patient has been having more nighttime seizures. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.